Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation reported a cell impedance of 1.3 kohms. The cell voltage was 2.76v and the current drain was 12ua.